Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. Diagnostic testing exhibited invalid impedance measurements on three lead contacts intraoperative and postoperative. Reprogramming was performed without using the invalid contacts, and effective stimulation coverage was reported. No add'l info is available at this time.